Event description:
Complainant alleged that the device blanked out during the monitoring of a patient (age and gender unknown). The medics changed the device batteries, but the screen remained blank. The screen then spontaneously turned back on. Although there remained a flickering in the display. There was no indication of any adverse effect on the patient as a result of the reported malfunction.